Event description:
The account alleged that the side rail will not latch. There were no reported injuries.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.